Event description:
It was reported that during surgery, the anchor broke when it was driven into the bone. A second anchor was used in the same location. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.